Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a small particle under the plunger. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. First with 10x, and then with 30x magnification. The syringe barrel has a hand drawn circle around the 40ml mark of the scale. No defects, imperfections or particles of any kind were observed. A device history record review was completed for provided material number 309653, lot 5003523. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #309653, lot #5003523. It was reported by customer that small particle under plunger inside the tube of the syringe. Verbatim: technician found small particle under plunger inside the tube of the syringe.